Event description:
According to the available information, the titan touch was removed and replaced with a genesis due to the cylinder being out of the corpora.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the titan touch was removed and replaced with a genesis due to the cylinder being out of the corpora.

Manufacturer narrative:
Titan touch, two cylinders and reservoir were received for evaluation. As examination of the components may not conclusively confirm or disprove the report of migration, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.